Manufacturer narrative:
During percutaneous coronary intervention (pci) a cypher stent could not be delivered to the target lesion and as the product was pulled back into guide catheter for removal, the stent became caught at the tip of the guiding catheter and would not move further. Therefore, the stent delivery system was removed with the guiding catheter as one unit and the cypher was retrieved from the patient safely. Upon removal, the proximal stent struts were noted to be flared. Pci was being performed in the proximal to distal right coronary artery (rca). The vessel was described as 90% stenosed, heavily calcified and highly tortuous. One cypher stent was successfully deployed in the distal rca before the complaint product was inserted with plans to be deployed in the mid rca, but the product became stuck in the ostium of the rca and would not advance to the target lesion. Another product was used and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product was prepared following the instructions for use (IFU) and there was no indication that it was manipulated. There was no excessive force applied to the device during insertion and/or withdrawal and negative pressure was never applied. One non-sterile cypher (B)(4) 3.00 x 23 mm was received coiled inside a plastic bag. The stent delivery system (sds) did not show any damages. The stent was mounted on the balloon between the marker bands. The proximal stent struts were uplifted. Blood residues were observed in the guide wire lumen. Microscopic analysis confirmed that the proximal stent struts were uplifted and no additional damages were observed. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The crossing profile for the proximal section could not be measured due to the stent damage in that section. The received unit was inserted through a 6f guiding catheter sample unit. In spite of the stent's proximal strut uplift, there was no difficulty experienced to withdraw the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tracking difficulty, withdrawal difficulty and failure to cross were not confirmed. The struts uplift was confirmed. Neither the DHR review nor the product analysis suggests that the failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The precautions selection in the IFU indicates that should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system pre-stent implantation, the entire system must be removed as a single unit. When removing the delivery system as a single unit, do not retract the delivery system into the guiding catheter. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components. Based on the information provided, there are possible vessel characteristics (highly calcified and tortuous) that could have contributed to the tracking difficulty experienced and procedural factors that may have contributed to the withdrawal difficulty and stent struts uplifted reported event.

Event description:
The physician was unable to cross the right coronary artery lesion with a 3.0 x 23 mm cypher stent. The lesion was described as 90% stenosed, highly tortuous with heavy calcification. The stent was properly mounted on the system when inspected prior to use and the stent delivery system was prepped according to the instructions for use. The stent appeared normal prior to inserting it into the patient. Pre-dilation was performed and the physician implanted the first 2.5 x 18 mm cypher stent in the distal right coronary artery (rca). When the physician attempted to implant the second cypher stent (3.0 x 23 mm), the stent became "stuck" at the ostium of the mid rca. The stent failed to cross the lesion and was subsequently pulled back into the guiding catheter. While pulling the stent into the guiding catheter, the stent became caught on the tip of the guiding catheter and did not move. The guiding catheter was removed intact and the stent was retrieved safely from the patient. Upon removal, the stent was noted to be "flared" at the proximal end. An endeavor stent was successfully implanted proximal to the first cypher stent. The procedure was successfully completed and there was no patient injury.